Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, no problem was found with the driver. The suture implant was not returned for investigation, therefore the complaint cannot be confirmed.

Event description:
It was reported that during a biceps tenodesis surgery the anchor torn out during sewing. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 14-apr-2022: when tightening the anchor "tore out", as it could not be pulled tight and came out loose again.